Manufacturer narrative:
Results: timing link. .

Event description:
It was reported by service report that the siderails will not lock in the upright position and the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.